Event description:
It was reported by dealer that the bearings are worn which caused the caster to prematurely wear on the tdxsp power chair. No additional information given, dealer hung up before being transferred to complaint team.